Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 475cc mentor memorygel breast implant and experienced right-sided rupture and capsular contracture (unknown grade) postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
Additional information was received on march 7, 2025. Explant and replacement with mentor gel was performed on (B)(6) 2025. The capsular contracture is baker grade ii/iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture / rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 21, 2025. The explant date was clarified to be (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 10, 2025. The explant date was clarified to be (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on june 13, 2025. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 23, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 475cc breast implant was found to be ruptured, received in two (2) parts. In addition, an area of shell abrasion was observed on the edges of the rupture. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. The contralateral device was also received (lot number 7704869). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).